Manufacturer narrative:
The received device had the cannula assembly fully deployed. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No damages or defects were observed in the fluid path or needle mechanism components that would inhibit the soft cannula from properly inserting into the infusion site. No damages or defects were observed that would result in a needle mechanism failure. The cause could not be determined for either of the reported events.

Manufacturer narrative:
The device has not been returned/received. It was reported the cannula was possibly not inserted correctly into the infusion site and a needle mechanism failure . This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose reached 396 mg/dl while wearing the pod for less than an hour. Ihe patient reported being unsure if the cannula was properly seated in the infusion site and discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. No treatment was provided.